Manufacturer narrative:
This is one event (death) for the same patient involving three separate products; associated mdrs # 1225714-2014-00130 and 2937457-2014-0045.

Event description:
The plaintiff's attorney allege that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008, after the use of the product.